Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5568 implantable pacing lead (B)(6) 2009; 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. No patient complications have been reported as a result of this event.